Manufacturer narrative:
The sensor was successfully removed during the second removal attempt on (B)(6) 2024. No further investigation is required. B4. Date of this report updated to 26 september 2024. G3. Date received by the manufacturer? 10 september 2024.

Manufacturer narrative:
The manufacturer is currently waiting for information regarding next sensor removal attempt. A tentative date for next removal attempt is (B)(6) 2024. The additional information will be provided in the supplemental report.

Event description:
On august 13, 2024, senseonics was made aware of an incident where the sensor could not be removed during the initial removal procedure which took place on (B)(6) 2024. The insertion date of the sensor was (B)(6) 2023. As per the information that was provided to senseonics, the sensor was palpable before the incision. Transmitter was used to localize the sensor, but the sensor was unable to remove.